Event description:
I had lasik eye surgery in late 2008 with the bausch & lomb laser. I never had a proper medical consultation with an actual doctor before the surgery, and trusted the technicians who did all of the testing and did all of my measurements. As a result, I don't think I was made reasonably aware of all the risks involved in the operation. My prescription turned out to be fairly weak but I did not find this out until after the operation. Prior to the operation, my rx was od:+0.25-1.25x091 os:pl-1.25x082 - I did not know this until after the operation. I had thought my vision was actually quite worse, but was not properly counseled by the clinic. As a result, I underwent a procedure that has left me with a number of visual and pain related problems. Currently, I'm in constant pain, it's most annoying when I try to read or work on the computer but it never stops even when I sleep-enough so that it is seriously limiting the amount of sleep I get each night. My family physician has written me a letter to get me off work until we can figure these eye problems out. I'm currently not able to function in any type of role with the company I'm with. My vision is not as good as it was before, focusing is extremely hard and night vision is poor. My post lasik eyes are keeping me in bed 16+hrs per day, I'm 2 1/2 months out of surgery and really can't handle doing anything at all.